Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at 2000mmh20. The valve was visually inspected; needle holed in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test, no occlusion was noted. The valve was leak tested and no leaks were noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. No root cause could be determined; as no functional problem was noted with the valve. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported, the hakim shunt was having pressure regulation problems. A revision was performed.